Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2015 there was a problem with two (2) distal femur less invasive stabilization system (liss) insertion guides; both devices did not work properly during surgery. The case was delayed by 15 to 20 minutes as the thumb screws would not thread correctly and the handles more mobile than normal. The surgery was completed successfully except for the delay as noted. No harm was done to the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was obtained when subject device was received. A device history record review was performed for the subject device lot 2117577. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development evaluation was also performed for the subject device (part number 324.011, distal femur liss insertion guide-left, lot number 2117577). The subject device was returned with the complaint condition, ¿the thumb screws would not thread in correctly and the handles had more play than normal.¿ the returned distal femur liss insertion guide (324.011 lot 2117577) is a component of the titanium distal femur liss implant and insertion guide set (145.473). The less invasive stabilization system (liss) allows for percutaneous plate insertion and targeting of screws in the distal femur. The guide is specifically utilized to facilitate the targeting of screws into the plate through stab incisions according to the technique guide. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The returned guide was examined and displays expected wear associated with a 10+ year old instrument (mfg 12/2004): i.e. Nicks, scratches, worn finish. The thumb screw threads and those of the mating hole were examined and found to be in good condition in each instance with defined/sharp edges. The guide was able to be assembled and, once the thumb screw was fully tightened, the components were found to form a strong/secure assembly. No ¿play¿ described in the complaint description was able to be replicated. The complaint is unconfirmed. Synthes manufacturing location was identified during device history record review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.